Event description:
Erythema at injection site, swelling at injection site, nodules at injection site. Report received from a physician on 28-jul-2006, regarding a female patient (medical history not provided), who received injections of hylaform plus in 2006 to the cheeks and nasolabial folds. On an unknown date the patient presented with erythema, swelling, and nodules all at the injection sites (cheeks). She was examined by the treating physician two days earlier and there was no improvement. The physician prescribed an unspecified oral antibiotic, and cold compresses. At the time of the report, the patient had not yet recovered. The physician did not provide his assessment of causality.

Manufacturer narrative:
Qa investigation results: production and quality control documentation for lot # x0513 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.